Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hto. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that the ria 2 bone harvesting kit and ria 2 12.5mm reamer head broke at the junction of the drive shaft and reamer head. It broke and then came detached from the drive shaft. This resulted in metal fragments left inside the femur. There was a surgical delay of 10 minutes while retrieving the metal fragments. The surgeon sized the femoral canal at 11 and then chose a 12.5mm reamer head. When the surgeon inserted the ria 2 inside the femur and began to harvest graft the reamer head then broke from the ria 2 shaft. The surgery was successfully completed. There was no adverse consequences. This report is for one (1) ria 2 bone harvesting kit 520mm sterile this is report 1 of 2 for complaint (B)(4).